Event description:
Procedure performed: laparoscopic hysterectomy. Event description: surgeon mentioned the device was activating its seal cycle without him pressing the activation button and an unrecognized sound was heard from the device jaws at the beginning of the surgery. Laparoscopic technician switched the voyant device key from one port to the other one, without resolving the mentioned event, she then turned off the generator and back on, but the surgeon mentioned it remained the same. A new voyant device eb010 1445305 and the surgery was successfully completed. Product available for return. Type of intervention: laparoscopic technician switched the voyant device key from one port to the other one, without resolving the mentioned event, she then turned off the generator and back on patient status: good.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing confirmed the complainant¿s experience of unintended rf energy output. Upon closer inspection, an internal fuse switch was observed to be misaligned. Based on the condition of the returned unit and the description of the event, it is likely that the unintended rf output was caused by the misaligned fuse switch.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: laparoscopic hysterectomy. Event description: surgeon mentioned the device was activating its seal cycle without him pressing the activation button and an unrecognized sound was heard from the device jaws at the beginning of the surgery. Laparoscopic technician switched the voyant device key from one port to the other one, without resolving the mentioned event, she then turned off the generator and back on, but the surgeon mentioned it remained the same. A new voyant device eb010 1445305 and the surgery was successfully completed. Product available for return. Type of intervention: laparoscopic technician switched the voyant device key from one port to the other one, without resolving the mentioned event, she then turned off the generator and back on patient status: good.